Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that while preparing to scan a patient, the system was displaying the gantry door open message in the software while the gantry door appears closed. The manufacturer representative reports that the system was powered off and restarted, but the issue was unresolved. The manufacturer representative rebooted and the gantry still won't close and now the system won't dock. Medtronic imaging and navigation were aborted, and the system was down. This occurred intraoperatively, and there was a surgical delay of less than one hour. There was no reported impact to patient outcome.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that technical services (ts) troubleshot with the system over the phone with the manufacturer representative and discovered the rotor was misaligned. Ts walked the manufacturer representative through re-homing the rotor, closed and opened the door multiple times all tests passed. The imaging system then passed the system checkout and was found to be fully functional. B01, c13, d02 are applicable. H6: multiple fdd/annex a codes were reported. A0709 was coded for the door open message but the door looking closed. A1502 was coded for the door not being able to close after rebooting the system. A150204 was coded for the system not being able to dock. H6: multiple annex f codes were reported. F26 corresponds to no patient impact. F1908 corresponds to surgical delay of less than 1 hour. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.